Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that twelve unopened samples that pertain to product code y501g was received. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification and no defects or needle breakage were found. In addition, the samples were tested by resistance test to needle and met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece removed from the patient during the same procedure or it was necessary a second surgery to removed the needle? Please clarify were x-rays taken to locate the needle? Was there any patient consequence or injury? What is the patient¿s current health status and condition? Was any other tissue damaged as a result of searching the needle? What measures were taken to retrieved the broken piece? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? What is the total number of products involved in this event? It is known by event description the event occur during multiple patient procedures, could you please clarify what is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a crural dermolipectomy procedure on (B)(6) 2023 and suture was used. Needle breakage during overlock skin closure intradermally, after 2 to 3 passages. The needle was used with the usual needle holder. There was a prolongation of the intervention due to the time to find ¿ with difficulty ¿ the part of the needle remaining in the patient¿s body. After removal of the broken part, intervention completed with another suture of the same reference and of the same lot. A significant deformation of the needle had been observed during the previous interventions, without break. No adverse patient consequences were reported. Additional information was requested.